Event description:
The olympus representative reported for the customer that during reprocessing, the display screen on the high definition camera head, while being used with the evis exera iii video system center, had blacked out. The image did not appear. The intended diagnostic gastroscopy procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed, but a faulty cable that was about to break was identified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h-10 of initial mw. The device was evaluated and the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, black out image occurred due to cable failure. The cause of the faulty cable could not be identified. Olympus will continue to monitor field performance for this device.